Event description:
An ophthalmic surgeon reported that during a vitreoretinal procedure, fluid kept coming out from the cannula connected to the irrigation line after the probe was taken off. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
A sample is not expected, but the customer is expected to return a dvd of the incident. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).